Event description:
On (B)(6) 2011, the complainant alleged that she exhibited symptoms of eye swelling, redness, irritation, pain behind the eyeballs, and a facial rash when exposed to cavicide, caviwipes, and envirocide. One (1) report will be submitted for each of the alleged products. This is the second of three (3) reports concerning the incident with caviwipes.

Manufacturer narrative:
The complainant sought medical attention and was prescribed prednisone. To date, the patient is feeling fine and required no additional treatment for her symptoms. The product involved in the alleged incident was not available to evaluate and the complainant did not provide any lot number; therefore, an evaluation of retain samples could not be conducted either.